Event description:
This is filed to report a break, serious injury and intervention. It was reported that a mitraclip procedure was performed. During the procedure the clip had "opened, loosened, and broke into two pieces within the femoral vein." Emergency surgery was required to retrieve the clip components, repair and close the femoral vein and close the incision. The patient lost blood, requiring two units to be transfused. A dangerous drop in blood pressure was also noted. The patient was moved to the intensive care unit. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: today, during my mother's catheterization mitral valve repair using an abbott mitraclip, the clip opened, loosened, and broke into two pieces within the femoral vein requiring emergency vascular surgery to retrieve clip pieces, repair and close femoral vein, and close incision. She lost blood and required two units transfused, dangerous drop in blood pressure, and incision resulted in ICU (intensive care unit) placement.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be performed as no device/lot information was provided. Based on available information, causes for the reported break and unintended movement could not be determined. The reported hemorrhage, perforation of vessels, and hypotension appear to be cascading events of the reported break. Additionally, hemorrhage, perforation of vessels, and hypotension are listed in the instructions for use (IFU) as known potential complications associated with mitraclip procedures. The reported removal of foreign body, surgical intervention, unexpected medical intervention, and hospitalization were the results of case-specific circumstances. Therefore, there is no indication of a product issue with respect to manufacture, design, or labeling. The UDI number is not known as the part and lot number were not provided. Attachment: medwatch report #mw5112141b5: corrected event description. Health code 2687 (foreign body in patient) removed. Codes 2135 and 1888 added. Medical device code 2921 (difficult to open or close) removed. Code 3026 added.